Event description:
Mastisol was used on a small incision in my chest. Within 24 hours I experienced sever itching. By the second day my skin was blistering under and around the bandage. My physician instructed me to removed the bandages and steri strips. My chest was a large mass of blistering, burning, itching bright red second degree burns. It has been 10 days and the blisters are finally reducing but the itching and pain are still intense. Dose or amount: topical; frequency: one time; route: applied to a surface, usually the skin. Diagnosis or reason for use: was applied topically over an incision to adhere stri strips.